Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server message was not crossing over the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device catalog, unique identifier (UDI), medical device serial and medical device model, section h device manufacture date and section d concomitant med prod data sn (B)(6) added upon investigation of the actual device used in this incident, it was determined that the messages were not crossing over to the station. The technical support specialist (tss) dialed into the server and ran the server downtime query, which showed the timestamp. The interface was flagged as disconnected. The tss installed the deployed the interface services utility package was successfully installed. The tss restarted external messaging services and re-ran the downtime query. The interface came back online. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server message was not crossing over the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.